Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open/efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, during establishing final arm angle/efaa, the clip opened while locked. Troubleshooting was performed, but the clip would still open while locked. The clip was closed and removed with the cds. The procedure continued with a new clip to successfully complete the procedure. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported clip opening during establishing final arm angle (efaa) cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na